Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a combi set blood leak occurred an hour and a half after initiation of a patient¿s hemodialysis (hd) treatment. It was reported there was a small slit that was approximately one half inch at the blood pump segment of the combiset bloodline that drew air into the system. The machine alarmed appropriately with an air detected alarm and the blood pump was stopped manually, and the tubing was clamped above and below the blood leak. The patient¿s blood could not be reinfused. The patient was dialyzing on a fresenius 2008t hemodialysis (hd) machine and was utilizing an optiflux dialyzer. They advised there was a measurable amount of patient blood loss in the system and blood pump itself. No irregularities were noted with the combi set during the pre-dialysis inspection, and there were no leaks that occurred during the priming phase. The patient¿s estimated blood loss (ebl) was reported to be 200 ml. The facility lead medical instrument technician (mit) confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The combi set was available to be returned for evaluation. The mit stated the implicated lot numbers may have been 22cr01151 or 22br01239 but they were unable to confirm which was in use at the time of the reported event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all combi sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a combi set blood leak occurred an hour and a half after initiation of a patient¿s hemodialysis (hd) treatment. It was reported there was a small slit that was approximately one half inch at the blood pump segment of the combiset bloodline that drew air into the system. The machine alarmed appropriately with an air detected alarm and the blood pump was stopped manually, and the tubing was clamped above and below the blood leak. The patient¿s blood could not be reinfused. The patient was dialyzing on a fresenius 2008t hemodialysis (hd) machine and was utilizing an optiflux dialyzer. They advised there was a measurable amount of patient blood loss in the system and blood pump itself. No irregularities were noted with the combi set during the pre-dialysis inspection, and there were no leaks that occurred during the priming phase. The patient¿s estimated blood loss (ebl) was reported to be 200 ml. The facility lead medical instrument technician (mit) confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The combi set was available to be returned for evaluation. The mit stated the implicated lot numbers may have been 22cr01151 or 22br01239 but they were unable to confirm which was in use at the time of the reported event.